Event description:
It was reported that the ilet user deployed a new infusion set during a supply change and forgot to remove the needle guard, then contacted support for guidance on priming new tubing and completing the set change; the user primed until drops were observed, applied a new infusion set, performed fill, and resumed insulin delivery. There were no reported adverse clinical effects. Outcomes included no alerts, no alarms, and no hospitalization. Investigation included remote troubleshooting and user education regarding correct infusion set deployment, tubing priming, and resumption of insulin delivery. Investigation of this case revealed user error related to infusion set handling and connection, with the device and components functioning as designed once the correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user technique.